Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd veo¿ insulin syringes with bd ultra-fine¿ needles were damaged. The following information was provided by the initial reporter: "many of the plungers are crooked at the top and the syringes cannot be used."

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced 2 cases of the plunger rod being difficult to move, and 2 cases of stopper deformation. The following information was provided by the initial reporter: we have found a number of syringes with plungers that are seated asymmetrically (crooked). The plungers don't move smoothly, and they don't measure accurately since they are not in a straight line across the top.

Manufacturer narrative:
H.6. Investigation: customer returned an image of two syringes which cannot immediately be identified using the returned image. The syringes both feature black rubber stoppers that appear to be dragging on the inside of the syringe barrel, as the lip of the stoppers is warped on one side. A review of the device history record was completed for batch# 1095021. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of stopper damage and plunger being difficult to move. Root cause for these defects cannot be determined.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-07. H6: investigation summary: customer returned an image of two syringes which cannot immediately be identified using the returned image. The syringes both feature black rubber stoppers that appear to be dragging on the inside of the syringe barrel, as the lip of the stoppers is warped on one side. A review of the device history record was completed for batch# 1095021. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringes being difficult to operate. Root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced 2 cases of the plunger rod being difficult to move, and 2 cases of stopper deformation. The following information was provided by the initial reporter: we have found a number of syringes with plungers that are seated asymmetrically (crooked). The plungers don't move smoothly, and they don't measure accurately since they are not in a straight line across the top.

Event description:
It was reported 2 bd veo¿ insulin syringes with bd ultra-fine¿ needles were damaged. The following information was provided by the initial reporter: "many of the plungers are crooked at the top and the syringes cannot be used."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced 2 cases of the plunger rod being difficult to move, and 2 cases of stopper deformation. The following information was provided by the initial reporter: we have found a number of syringes with plungers that are seated asymmetrically (crooked). The plungers don't move smoothly, and they don't measure accurately since they are not in a straight line across the top. H.6 imdrf annex a codes: a040609, a0506.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced 2 cases of the plunger rod being difficult to move, and 2 cases of stopper deformation. The following information was provided by the initial reporter: we have found a number of syringes with plungers that are seated asymmetrically (crooked). The plungers don't move smoothly, and they don't measure accurately since they are not in a straight line across the top.